Manufacturer narrative:
Qn# (B)(4). The device history review of the product hemolok l clips 6/cart 84/box lot# 73m2000061. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The hemolok clip broke into two pieces during a robot-assisted surgical procedure. Both parts could be removed from the patient's abdomen and he was not harmed.

Event description:
The hemolok clip broke into two pieces during a robot-assisted surgical procedure. Both parts could be removed from the patient's abdomen and he was not harmed.

Manufacturer narrative:
(B)(4), per DHR the product hemolok l clips 6/cart 84/box lot# 73m2000061 was manufactured on 12/01/2020 a total of (B)(4) pieces. Lot was released on 12/17/2020. DHR investigation did not show issues related to complaint. The customer returned one loose clip from 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the sample appeared used as there was biological material on the clip. The clip had its hook broken off. R & d engineering was consulted for this complaint issue. According to r & d, it could not be determined what exactly caused the broken hook. It is possible that the hook broke due to applying the clip over too large of a vessel or if misaligned appliers were used, but neither of these potential root causes could be confirmed based on the returned sample. The observed break does not appear to be a molding related defect due to the location of the break. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily. Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." Corrective actions are not required as part of this complaint investigation. There is no evidence to suggest a manufacturing related issue. The reported complaint of "broken/detached parts - clip - hook" was confirmed based on the sample received. One loose clip was returned with its hook broken. R & d was consulted for this complaint issue and it could not be determined what exactly caused the broken hook. It is possible that the hook broke due to applying the clip over too large of a vessel or if misaligned appliers were used, but neither of these potential root causes could be confirmed based on the returned sample. The observed break does not appear to be a molding related defect due to the location of the break. Therefore, the root cause for this complaint issue is undetermined. Teleflex will continue to monitor and trend on complaints of this nature.